Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007045, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 20-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6007045." The count of complaint is 4 which is exceeds 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6007045 was manufactured according to the work instruction (wi) version 79 and manufactured in the multivac 12 on 09-may-2024, with a total of (B)(4) units. The assembly, lot 4e00796 was manufactured according to the (wi) version 27 and manufactured in the quickset line, on 05-may-2024, with a total of (B)(4) units. The assembly, lot 4e00797 was manufactured according to the (wi) version 27 and manufactured in the quickset line, on 08-may-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4d05756 was manufactured according to the (wi) version 41 and manufactured in the gluing machine mp04 - mp08, on 04-may-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4d06019 was manufactured according to the (wi) version 41 and manufactured in the gluing machine mp08, on 30-apr-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: - (wi) guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. - (wi) guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. - (wi) guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, the thresholds of 4 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) due to diabetic ketoacidosis (dka) on (B)(6) 2025. Blood glucose level at the time of event was 700 mg/dl and it was treated with insulin via intravenous (IV) drip. Patient also had symptoms of feeling sick and unwell. Length of hospitalization was greater than 24 hours. No further information available.